Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for investigation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing skin irritation underneath the three electrode belt therapy electrodes. The patient reported that the irritation was itchy and painful. On (B)(6) 2015, the patient's physician told the distributor that the irritation was open and oozing. The physician gave the patient steroid cream. The patient later reported that the steroid cream helped with the itching, but the rash and blisters had not improved. The patient stated that the doctor believed the irritation was caused by an allergic reaction. On (B)(6) 2015, the patient reported that the rash was still there but had improved. The patient was using benadryl. The patient ended use of the lifevest.